Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The pump communicated properly to transmitter simulator and no meter blood glucose alarm anomaly was noted. The low alarm functioned properly. The motor moved properly during a bolus. No piston anomaly was noted. The pump was used with a liquid reservoir test. No air bubbles anomaly was noted. The pump was received with cracked case at display window corner and minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 415 mg/dl. The customer stated that she woke up with high blood glucose readings and the motor would not work when she tried to bolus. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised that air leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer declined to troubleshoot and will have the pump replaced.